Manufacturer narrative:
As of 05/26/2022 returned product and unused retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section of this report for further details.

Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that they used the product to cover a scrape and the product caused a skin reaction in the area where the adhesive touched the skin. Area was painful, itchy, red, inflamed and blistered. Consumer returned customer information request (cir) on the same date, (B)(6) 2022. Consumer stated that she sought medical attention. Her doctor stated that she had a cellulitis skin infection in the area where the product touched her skin. She used prescription antibiotics (cephalexin). Consumer stated the symptoms did not correct after she stopped using the product. In addition, consumer stated that the issue was with the tape area.